Manufacturer narrative:
Based on the information provided we are unable to determine to what extent, if any, the bard device may have caused or contributed to the events as alleged. Regarding infection the warning section of the IFU states, "if an infection develops, treat the infection aggressively. Consideration should be given regarding the need to remove the mesh. An unresolved infection, however, may require removal of the prosthesis." If additional information is obtained, a supplemental MDR will be submitted. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
Davol received two maude event reports for the same event; additional information also provided by patient's wife see below: maude event report (mw5062110): alleged "mesh was placed in 2014. From that time, patient has been hospitalized 5 times with various infections requiring cleaning. In 2015 his abdomen "exploded." Blood traveled over two feet in the air. Paramedics were called and they could not cease the hemorrhage. Subsequently, patient was transported to hospital. He lost approx. 3 liters of blood requiring a transfusion. The infection caused by the mesh bore a hole in his abdomen which caused the "explosion." Two doctors indicated to spouse the mesh was removed. Since then, patient was hospitalized three additional times. Once in 2016 and currently. Patient had another surgery to remove the mesh. The doctor found two infections and a hole in his colon. Current prognosis is unknown. Patient has had pain and suffering and has become an invalid in his golden years. His quality of life is tremendously decreased." Maude event report (mw5062438): alleged "on (B)(6) 2014 I had hernia surgery and a ventralex mesh was placed in my stomach. Since that day I have been in and out of the hospital with infections which continued until my stomach blew up in 2015. I lost 5 pints of blood. The surgeon said he cleaned out infection and removed mesh but he didn't so back in the hospital in 2016. New dr. Removed mesh in 2016. Infections came out still. I had a hernia and a ventralex mesh was used. Since that day I have been in and out of many hospitals with infections. I was bedridden from that day and remained that way. In 2015 my stomach blew up and I lost 3 pints of blood. I was in surgery again and the surgeon said he cleaned out infection and removed the mesh which was still in when I went back in hospital in 2016. Every time my stomach was opened up again I was on IV's and had wound care by a nurse. Sometimes twice each day. When I went in 2016 the insurance company wanted to know why I was in and out of hospital. A new doctor was assigned and removed the mesh in 2016. Again I was on IV's and nurses. I have no quality of life and remain in bed on IV's. Also mesh caused stomach perforation and had to have that repaired. Follow up with complainant: the patient, with a history of abdominal hernia repair and bowel resection, underwent repair of a ventral incisional hernia on (B)(6) 2014. During this procedure the patient was implanted with a bard ventrio hernia patch. The patient experienced wound healing issues and on multiple occasions in 2014 the patient was hospitalized to treat the non healing wound that had become infected. He was treated with IV antibiotics and wound care. On 04/27/2015 it is reported that the patient's abdominal wound ruptured and "his stomach blew up." The patient was taken to the hospital by ambulance for treatment, and it is reported that he lost a significant amount of blood. The wound continued to have poor healing and in (B)(6) 2016 the patient was treated for wound infection. On (B)(6) 2016 the patient underwent explant of the bard ventrio hernia patch. It is reported this was removed in two pieces. The patient is presently undergoing wound care but has shown improvement.